Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m5433r. Result code: one piece sled, drivers, cartridge. Conclusion : the analysis found that one plee60a device was returned in good visual condition and with an ecr60b cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired for a second time with seamguard. The surgeon routinely does an egd on procedure so an egd was done after this second firing. No leak was noted. After the egd, surgeon observed that only the outer row of staples formed on the patient side. The two inside rows closest to cut line had unformed staples (goal posts). The unformed staples were removed. There was no oozing but the surgeon clipped over the area with a clip applier for reinforcement. There were no patient consequences reported.